Event description:
The product was used during a laparoscopic tubal ligation procedure. Reportedly, the surgeon observed bleeding from the pt's mouth. The surgeon converted to a formal laparotomy to complete the procedure. A puncture to the duodenum and the aorta was also repaired. The hosp has no add'l info at this time.